Event description:
The patient experienced shocking sensations in the stomach area. She could see her abdomen shake when the voltage was turned up during programming with the 8840. The shocking started recently but the exact timing was not clear. Movement did not cause stimulation changes. X-rays indicated the lead was in the normal position that it has been. Impedance measurements were normal: all between 452 and 690 except pair 1-4 which was 214 ohms. Additional information has been requested.

Event description:
Additional information indicated that it was determined that patient needed a battery replacement. The battery was replaced and the patient was 'doing great'. The patient reported that her pain score was 0.

Manufacturer narrative:
(B)(6). Lead: model 3487a-33, lot# j0454326v, implanted: 2004 (B)(6), explanted: na. Lead: model 3487a-33, lot# j0454326v, implanted: 2004 (B)(6), explanted: na. Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Extension: model 748951, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Programmer: model 7435, serial# (B)(4).